Manufacturer narrative:
Spacelabs¿ equipment service center received the qube monitor. The reported issue of the monitor shutting down could not be verified. The central processing unit was experiencing multiple errors so the central processing unit was replaced and verified to pass all functional tests. The unit was returned to the customer. This report is complete and the issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that the qube monitor shut down while monitoring a patient with associated error messages. No injury was reported with this event.